Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed far r wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. There were no patient consequences.